Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 12/11/2013. (B)(4).

Event description:
A surgeon reported that an implanted toric intraocular lens (iol) rotated off axis. In a follow up, the surgeon clarified that she had initially implanted the iol ninety degrees off axis and had to take the pt back to surgery and reposition the lens. Then approximately three weeks later, the surgeon noted that the lens had rotated five degrees off axis causing the pt blurred vision. The surgeon does not blame the iol for the reported event.